Event description:
Information was received indicating that both of the end users cadd legacy 1, mdl 6400, pumps were not able to be primed. It was reported that troubleshooting was unsuccessful. Per reporter the end user did not have another backup pump and was advised to go to the hospital.

Manufacturer narrative:
Hospital. Medwatch: mw5105873.

Manufacturer narrative:
Additional information was received where customer provided patient information. It has been updated in the complaint file and report. Additional, customer noted that the event date was (B)(6) 2021. It was added that patient was instructed to the hospital as no backup device was available to continue therapy. The outcome of the event is ongoing.